Manufacturer narrative:
The complaint of a leak was unconfirmed. The reported incident could not be reproduced and is not associated with product deficiency or failure (i.e. Fracture in the catheter). The returned complaint sample was hydraulically pressurized, but no fluid was leaking from either lumen of the PICC. A chr of lot #rete0544 showed no other similar product complaint(s) from this lot number.

Event description:
Complainant asked us to evaluate product for subq fracture. There was infiltration, and patient experienced tenderness and swelling in area of use.